Event description:
The manufacturer received information in reference to a ventilator not operative that occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported in reference to a ventilator not operative that occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at third-party service center, a service required error was confirmed and the device's power management board was replaced to address the issue. Additionally, not related to the issue the muffler assembly, blower bell and in-line proximal filter are contaminated and was replaced to address the issue. The vanity cover was replaced due to damage. The device passed final testing. Device was evaluated by third-party service center.